Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was unresponsive. Customer's blood glucose level was unknown. Customer had to hit the button more than twice. It was unknown that the insulin pump will be returned or not for analysis.